Event description:
User reported a false positive result. Negative by one other test (undisclosed type). Analyzer or customer data review. No analyser ID received for this case.

Manufacturer narrative:
Report required by FDA for eua.